Event description:
At a routine fitting session in situ measurements showed affected channels. There was no report of an accident or trauma and there have been no changes in health. The recipient has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
At a routine fitting session in situ measurements showed affected channels. There is no report of an accident or trauma and there have been no changes in health.a revision surgery will be planned.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a routine fitting session in situ measurements showed affected channels.